Manufacturer narrative:
Date sent: 11/12/2008. Info not available, device not returned for analysis.

Event description:
It was reported that during a hysterectomy procedure, hand switch would not work in the middle of the operation. Another device was used to complete the case. There were no adverse consequences to the patient.